Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to serious injury. Device issue: balloon rupture. It was reported that at the proximal circumflex, the cypher stent had been deployed in the previous procedure. Towards the bifurcation that runs at the proximal edge of the cypher and lmt, the flexi-cut was used. At the 12th cut with the flexi-cut, the balloon ruptured. The cutting was performed next to the stent edge. Thus, the flexi-cut was changed to a new one and completed the procedure. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Balloon ruptures may occur due to, but not limited to, manufacturing, material, mechanical damage, handling of the device during use, over inflation and/or interaction with pt anatomy or interaction with associative devices. Since the device was able to be prepared for use, and used for several cuts, this issue appears to be related to the circumstance during the procedure; however, a root cause for the reported discrepancy cannot be definitively determined. There is no indication of a quality related issue with this lot.